Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Analysis identified insufficient engagement of the driver tip with the set screw hexalobe form, resulting in breakage due to overload of the tip.

Manufacturer narrative:
(B)(4). The driver has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records is not possible without additional device information.

Event description:
It was reported that the patient underwent a spinal procedure. It was reported that the driver broke during a reduction case. The instrument sheared off while the surgeon was trying to break off the set screw. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.